Event description:
Nurse attempted to activate the safety device several times as she was withdrawing from the puncture site according to MFR suggestions. The safety device did not engage. She had no choice but to dispose off the unguarded device into a sharps container. She sustained a needlestick injury to her left thumb during the disposal.